Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2010; during the same surgery the patient was reimplanted with another device. This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced a performance decrement. Reprogramming was attempted but did not alleviate the problem. The device was explanted (date not reported), and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).